Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user facility reported to olympus that during endoscopic retrograde cholangiopancreatography, for fluoroscopic guided stent placement due to a common bile duct stricture, the cap from the evis exera iii duodenoscope fell into the patient. The physician had checked the equipment prior to the start of the case and noted that the cap had been placed correctly. The physician finished the case, pulled the scope out of the patient¿s mouth, and noticed then that the cap was missing. They swept the patient¿s mouth but were unable to find the cap. A regular endoscope was passed into the duodenum, but the cap was unable to be located. The trash and procedure room were checked, but the cap was not found. The patient was turned over and the cap was then located in the patient¿s mouth. The cap was inspected but was found intact without tears or cracks. A two minute delay was reported but there was no harm to the patient. Patient identifier c2249444 is for the evis exera iii duodenovideoscope. Patient identifier c22508455 is for the single use distal cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2, h7, h9). Correction to h6 component code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the concerned distal cover was split at the back part and became easy to be detached from the subject scope. However, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the detachment occurred while using the new design of the distal cover (maj-2315). The facility currently continues to use the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. In-service training for the application of the distal cover was conducted by olympus. Also, another in-service training was conducted by olympus after the incident (detachment of distal cover) occurred. Olympus device training is scheduled for all new hire employees, including the application of the distal cover. The facility confirms that continuing in-service training will be scheduled with new and existing staff, including the physician. An observation of the distal cover usage was completed during endoscopic retrograde cholangiopancreatography procedures (ercp) for one of the unit¿s physicians and will continue to be observed for as many ercp procedures as possible for both physicians on the unit. The following additional information was obtained during the interview: although it is unknown is used during the reported incident (detachment of distal cover), the facility typically uses simethicone in a separate flushing container. Only drop of simethicone is used when needed in the biopsy port. Bite blocks used: conmed scope saver bite block (20 x 27 mm). Based on the images provided, the distal cover sterilization packs are removed from the product carton and are stored in drawers in the procedure rooms. The excess stock of the distal cover sterilization packs is removed from the product carton and are stored in bins in a storage room. This supplemental report includes a correction to a2 and b3 from the initial medwatch.